Event description:
The wire was passed to level the kidney as it was already in situ in the ureter. A 7 (B)(6) 26 cm jj stent was passed. However, the stent became stuck on the wire, and the entire stent and wire complex were removed. Inspection revealed that the wire had shredded into multiple filaments. Inspection revealed that all the filaments had been removed and were out of the patient's body. As a precaution, a plain film fluoroscopy was taken, and another retrograde pyelogram was performed both did not demonstrate any evidence of retained wire.